Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii, symptomatic rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, xtra 650cc silicone prosthesis experienced bilateral capsular contracture grade iii, and right-sided symptomatic rupture post procedure. The office examination diagnosed the issue, and mammogram, ultrasound examinations confirmed it. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Updated device evaluation completed on december 2, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth high profile xtra 650cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) coding was reviewed by a clinician on dec-02-2022 per available information about the reportable event removed pec ¿ adverse event from ip-01549155 (r side)and add pec ¿ gel bleed to ip-01549155 (r side) to capture the mentioned signs of free silicone in the right side.

Manufacturer narrative:
Suspect device received on november 04, 2022 device evaluation completed on november 10 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth high profile xtra 650cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on november 07, 2022 indicated that the patient postoperative diagnosis revealed that the right implant was intact. Patient underwent bilateral replacements as follow; r/ cat#: shpx-650, sn#: (B)(6). Plus left-sided capsulectomy. Manufacturer¿s reference number: (B)(4).